Event description:
The customer reported the system intermittently displays a filament regulator failure error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a high voltage regulator calibration. System operates as intended. (B) (4)